Event description:
A cryoablation procedure was performed in (B)(6). At the end of an ablation, the cryoconsole showed system notice errors 50005 and 50006 (see descriptions below), and blood was observed in the umbilical cable. The procedure was stopped. There was no patient injury. System notice 50005: the safety system has detected fluid in the catheter and stopped the injection. System notice 50006: the safety system has detected blood in the catheter handle, stopped the injection and disabled the vacuum.

Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us. The product was returned and investigated as follows: bin files confirmed the reported system notice messages 50005 and 50006. Visual inspection showed the presence of blood in the catheter. Functional tests were performed: pressure test revealed a leak through the guide wire lumen. Dissection showed a guide wire lumen partial snapping at the coil, located in the area beneath the balloon. However, the balloon integrity was intact with no breach. Items 2 and 3 described above triggered the fail-safe system (system notice messages 50005 and 50006), stopped the injection and disabled the vacuum. A corrective action was initiated to address this issue.

Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us. The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.